Manufacturer narrative:
This malfunction report is being filed outside of the 30-day time frame.

Event description:
It was reported that the sprintpack gave a burning smell and the cables show signs of bubbling. The sprintpack was connected to both ac power and the ventilator at the time of the event. It is unknown if the device was connected to a pt when the reported problem occurred.